Event description:
Customer reported a pixel issue on the pump display that affected their ability to interact with and read the screen. There was no adverse impact to the customer¿s blood glucose level as the levels remained within normal range. Customer continued to use the pump for insulin therapy.